Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
It was reported to philips the nav ring was not working and the touchscreen was unresponsive. This event was reported to have occurred outside of clinical use. There was no patient or user impact. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Following the evaluation of the device, the field service engineer (fse) replaced the front bezel and touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Previous investigations have shown the root cause of navigation-ring failures was determined to be due to liquid ingress. The touchscreen was not returned.

Manufacturer narrative:
The touchscreen was returned to failure investigation. The resistance measurements and resistance ratio test pass. The reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touch screen assembly.